Event description:
Pt reported that back to back tests performed on their surestep meter were 51 mg/dl and 110 mg/dl (73% difference). The meter is not cleaned according to MFR's product recommendations. No symptoms were reported. There was no allegation of harm.